Event description:
It was reported that during a pulsed field ablation procedure, noise was detected on electrode 3-4. The electrogram (egm) cable and catheter interface cable were replaced without resolution. Treatment was performed. An over current error occurred. The cable was re inserted without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012862197 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was repr ogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000 (an error message was received indicating that there was an electrical current error). Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode wires #3- 4. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wires #3 - 4 were observed to be broken. In conclusion, the catheter failed the returned product inspection due to broken electrode wire(s) in the spiral array region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.